Event description:
Complainant alleged that the clinicians were attempting to monitor a pt (age and gender unk). They set the ppm rate at 60, and gained pt heart rate capture, but the device intermittently dropped the ppm rate down to 30. The clinicians then raised the ppm rate to 70, but again the ppm rated dropped down to 30. The clinicians raised the ppm to 80, but the rate eventually dropped to 30. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.